Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had sought medical attention at a hospital emergency room. The patients reports they were not at the emergency room for a long time. No additional information was provided as to this event.